Manufacturer narrative:
A visual examination of the returned device found that one cup of one jaw was broken and the clevis was bent. The broken cup was not returned for evaluation. The fractured jaw segment was sent for material analysis, and it was determined that the fracture was due to a torsion overload in a bending moment. No material anomalies were noted. Functionally, the returned unit was not tested due to the sample return condition. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was consistent with the complaint a metallic part had detached. Based on the material analysis, the fracture likely occurred due to a torsional/bending overload. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors which caused the observed damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the device got stuck at 5 cm from the entrance of the working channel. The device was removed from the scope with force, and it was noticed that a metallic part had detached. The procedure was completed at this point and no biopsy samples were collected. Reportedly the device was inspected/tested prior to use and no anomalies were noted. It is believed by the complainant that the detached component may be within the colonoscope. There were no patient complications or intervention reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the device got stuck at 5 cm from the entrance of the working channel. The device was removed from the scope with force, and it was noticed that a metallic part had detached. The procedure was completed at this point and no biopsy samples were collected. Reportedly the device was inspected/tested prior to use and no anomalies were noted. It is believed by the complainant that the detached component may be within the colonoscope. There were no patient complications or intervention reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.